Event description:
A patient reported experiencing inaccurate low results with a ot basic enhanced meter. The patient's blood glucose results were 140mg/dl (meter), 290mg/dl (lab). Tests were done 20 minutes apart with a difference of 46%. Patient did not experience any adverse events. No further information has been reported.